Event description:
The user facility reported a 51-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. The patient still has reasonable bleeding from leg fasciotomies and chest tubes. Patient's was ECMO 6l/min. The impella cp suction decreased from p9 to p5. Patient's labs have hemolyzed by last ptt 46. The physician discussed that p9 with ECMO and suction contributing to hemolysis. Th physician states due to extremely dilated heart, physician wants to unload at p9 as soon as they are able to do so again. Giving 1 unit of prbc shortly.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the patient's hemolysis has been completed. Product was not returned for investigation. The data log shows the several suction and improper position alarm during time of hemolysis. The cause of the hemolysis issue was most likely improper positioning of the device.